Event description:
A vaxcel PICC line was being placed for therapeutic purposes. During catheter insertion, one of the tabs broke off of the peel-away introducer. The physician used a kelly and was able to pull the rest of the sheath down to complete placement.